Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an "unresolved no disposable, clamp tubing" alarm. The no disposable alarm resulted in an under infusion. The tubing was noted to have an air in line. The remaining reservoir volume was 6.8ml. There was no harm to the patient.